Manufacturer narrative:
The company representative visited the site and evaluated the system due to the reported event. The representative found the reference arm was loose. The representative tightened the screws from the reference arm to correct the issue. The system was tested and verified to meet specifications. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the alignment from reference arm assembly. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported arcuate incisions were being cut too deep. Additional information received states the procedure was completed with no patient harm. The patient has no problems postoperatively.